Manufacturer narrative:
The suspect device was disposed of and not available to dmta for evaluation. At this time, it is not possible to determine the root cause of this complaint. All fibers are subject to 100% inspection for visual defects and power performance testing to confirm the product is operating within specifications prior to release.

Event description:
Dmta received a complaint stating that a fiber was noted with a charred tip during a procedure.